Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump is giving off a loud buzz and the display is blank. A new battery was installed but problem did not go away. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error. Customer's blood glucose was 100 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents were within specification. The off no power alarm functioned properly. No blank display was noted. No damage found on the lcd isolation tape. No audio/beep anomaly noted. The pump passed the self test. However, the pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.